Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient reported to the surgeon and was believed to have a reherniation. Conservative therapy was performed, and on (B)(6) 2025 exploratory surgery was performed. The device was found to not have moved from implanted position and was left as it was.